Event description:
The device evaluation identified a reportable malfunction, cracked or broken adapter bracket, unrelated to the complaint of, alarm other.

Manufacturer narrative:
The lab evaluation confirmed a broken adapter bracket.